Manufacturer narrative:
The customer did not provide any additional information for the investigation. The customer did not complain of any further issues, therefore, an instrument or reagent issue is not suspected. Based on the information provided, the investigation determined the event was consistent with pre-analytical sample handling issues.

Manufacturer narrative:
The analyzer alarm trace showed sample clot and sample short alarms on the day of the event.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit. The initial result was 155 ng/l. The sample was repeated with the same results, but no specific data was provided. A new sample was drawn from the patient and the result was <5 ng/l. On (B)(6) 2023, the original sample was repeated and the result was <5 ng/l. The questionable result was reported outside of the laboratory. The patient was treated with aspirin (300mg), fondaparnux (2.5mg), and clopidogrel (300mg). There was no adverse effect on the patient from the medications. The patient was discharged a few hours after the medication was given. The reagent lot number was 63980700. The expiration date was requested but was not provided.